Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. A potential adverse event with the penumbra smart coil (smart coil) system as noted in the device labeling include: vessel spasm. Therefore, it was determined that the reported vasospasm was a potential complication related to the use of the smart coil. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This event is associated with the same patient reported under MFR report #:3005168196-2018-00438. The device was implanted into the patient.

Event description:
On (B)(6) 2018, the patient underwent a coil embolization procedure using penumbra smart coils (smart coils). On (B)(6) 2018, a digital subtraction angiography (dsa) of the patient revealed mild vasospasm in the bilateral anterior cerebral artery (aca). The physician administered 5 mg of verapmil (non-thrombolytics) intra-arterially to treat the vasospasm. On (B)(6) 2018, the dsa showed moderate vasospasm in the bilateral a2 segment of the aca. On (B)(6) 2018, the patient¿s transcranial doppler study (tcds) improved and the patient was discharged in stable condition on (B)(6) 2018. The reported vasospasm was adjudicated to be an adverse event with a possible relationship to the angiographic procedure and the smart coil system.

Manufacturer narrative:
Additional information provided on (B)(6) 2018 indicated that the the reported vasospasm was adjudicated to be unrelated to the smart coil system.

Event description:
As of (B)(6) 2018, the reported vasospasm was adjudicated to be unrelated to the smart coil system.